Manufacturer narrative:
Device evaluation: results: a sample was not returned for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined. See manufacturer narrative.

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the phlebotomist performed a blood draw with the suspect device and upon completion, flipped the needle over and used the table to close the safety shield. She then left the needle on the table to resume care of the patient. When cleaning up her supplies, the phlebotomist grabbed the needle, unaware that it was not properly activated but rather the shield had been knocked completely off the hinge. She was nicked with the exposed needle. The phlebotomist had post exposure lab work.